Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer reported that the cannula of the infusion set was kink and not delivering insulin. Customer reported that they had abdominal pain. Customer treated with manual injection and bolus. Customer wanted to know about why insulin pump was not alarmed for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.